Manufacturer narrative:
Concomitant medical products: dtba1d4 ICD, implant date: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient presented to the emergency room. It was also reported the lead displayed high thresholds and the patient felt "dizzy and lightheaded." Re-programming was performed, the lead remains in use and no further patient complications have been reported as a result of this event.